Event description:
It was reported that unexpected resets occurred intermittently. Customer's blood glucose was 600-700 mg/dl with large ketones. Customer reported being disoriented due to elevated blood glucose. Elevated blood glucose was addressed via manual insulin injection. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.